Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that suture breakage when closing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/1/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm the number of patients affected by this alleged deficiency. Unknown have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If no, please create a new pc file for each patient/event. How many devices demonstrated the alleged deficiency? Unknown. Were there patient consequences? If yes, please explain. Unknown. Please provide the product code and lot number. Unknown. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.